Manufacturer narrative:
The device was received for evaluation and review of the event logs did not indicate uncontrolled shutdowns in the last two months of use. Examination of the therapies that were stopped by critical alarms show that between (B)(6) 2023 17:56:18 and (B)(6) 2023 07:35:20 there were 111 instances of distal_occl that stopped infusions. It appears that the programmed delivery stopped due to distal occlusion alarms. The pump stopping the delivery during a distal occlusion alarm is the expected pump response to this alarm condition.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. E1 email address: (B)(6).

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The reporter stated that the pump keeps shutting down. It was not reported whether there was patient involvement or not, however, no harm was reported as a consequence of this event.